Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing.

Event description:
10/09/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 06/01/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated twice during the event. At 13:49:21 on (B)(6) 2017 the patient went into vt with variable amplitude and motion artifact until 13:52:47. The patient then went into vf at 13:54:37 and was treated at 13:56:08. The post-shock rhythm was sinus bradycardia at 40 bpm. The patient received a second inappropriate treatment while in sinus bradycardia at 13:56:42 and remained in sinus bradycardia. The patient degraded to asystole with CPR artifact at 14:05l37 and remained in asystole until device deactivation at 14:178:30. No deficiencies were alleged against the lifevest.